Manufacturer narrative:
The returned implant was evaluated and found to be clean and to meet specifications. The formation of scar tissue, rather than bony tissue, is the probable cause of failure. The pt's "somewhat controlled" diabetes may have been a contributing factor.

Event description:
Implant placed 7/22/1997. On 12/2/1997, implant was found to be wobbly. Implant was replaced with wd implant. One person affected.